Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head came when brushing my teeth - oral-b [device breakage] . Case narrative: consumer e-mail stated that toothbrush head came while brushing. No injury was reported.